Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller (serial number (B)(6)) being unable to connect to the heartmate touch to interrogate and retrieve information was unable to be confirmed through this analysis. No log files were able to be provided for evaluation and no photos were submitted for review. The product was unable to be returned for further evaluation. Available information provided that the system controller was exchanged and the issue resolved. The patient had no alarms/events prior to the interrogation. The root cause of the reported event was unable to be conclusively determined through this investigation. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook, are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the ventricular assist device (vad) coordinator was unable to connect the system controller to the heartmate touch to interrogate and retrieve information. The controller was exchanged and the issue resolved. The patient had no alarms or events prior to the interrogation. No adverse events occurred.